Event description:
It is reported that during a revision for infection, the surgeon was unable to get the stem and body separated.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.